Manufacturer narrative:
The insulin pump had damage on electronics assembly. The insulin pump was received with moisture damage on motor, battery tube, vibrator and keypad assembly. The insulin pump was unable to test alarm due to moisture damage blank display noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed an unexpected restart alarm, and wouldn't turn back on. Customer reported there was fluid under the screen after shower. Customer's blood glucose was 177 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.